Manufacturer narrative:
(B)(4).

Event description:
It was reported via a call from the cath lab to the clinical support specialist (css) at 1349 est that an intra-aortic balloon (iab) problem had occurred. The patient was no longer in the facility; they were transferred out for surgery. The patient was stable at the time of the transfer and the pump was pumping "well." It was stated that the "iab would not flush." The caller was not in the room at the time of the procedure and could not answer many of the css's questions. It is unclear if the iab was actually inserted and if so, if it was flushed prior to insertion and then would not flush after, or if it would not flush prior to insertion. As a result, another iab was used. It was also stated that the technician was very experienced. The technician was in another case and could not speak with the css at that time. The sale representative (sr) was scheduled to be in the facility on (B)(4), 2013. There was no report of patient death, complications or injury. No medica/surgical intervention was required. Updated information received on (B)(4) 2013 stated that per the css regarding the different size iab's used, the css was told that one was a 30cc and one was a 40cc; probably due to availability. The second iab is the one the sr will pick up so we can clarify the number. The css had a very hard time understanding (accent and language barrier) and was not there when it was inserted. The css's interpretation was the first iab 40cc did not zero when connected (still in the tray) so they grabbed a 30cc. It is unclear if it was actually inserted or it would not flush during the prep. The caller could not verify and the css was unable to speak to anyone who could. Further additional information received on (B)(4) 2013 stated that the sr went to the hospital on (B)(4) 2013 and spoke with the technician and the rn in the case. The technician stated using our iab/iabp system at another hospital and never experienced this before today. After the 40 cc iab was unable to get the fiberoptix sensor (fos) signal they decided to open iab-05830-lws. At that time they felt that the patient may benefit from a 30cc iab instead because patient height was (B)(6) however, the patient appeared to have a short torso. The 30cc iab was opened and the fos zeroed without incident. The 40cc iab fos would not zero on the same pump. The stylet was removed and central lumen was flushed while the iab was in the tray. The iab was removed from the tray with care and per the technician the iab was not pulled out quickly, but was pulled straight out without bend. The iab was inserted over the spring wire guide (swg) from the arrow kit without incident; no additional resistance noted. The swg was removed and no blood came out of central lumen. The technician believed that the iab could be stuck against the aorta wall so m.d. Repositioned and tried to pull back blood from central lumen (no blood return). Then they reinserted the swg in the central lumen and did not note any resistance. The m.d. Decided to pull the iab out and insert 40cc iab and use the central lumen for arterial pressure line. M.d. Did pull 30cc iab and sheath out over the swg and inserted 40cc iab in same groin site. Patient was stable on transfer to another hospital.